Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: reload did not want to fire. The surgeon was unable to squeeze the firing handle. No reinforcement material was used. Surgical time was extended by more than 30 minutes. There was extension of the hospital stay.